Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "ruptured" and "capsular contracture baker grade IV." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, broken striated, nicks striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: -one opening crease sharp in the side posterior assessed as fold flaw opening. -a striated edge broken in the side anterior assessed as surgical damage. -nicks striated assessed as surgical tool scratch like. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "ruptured" and "capsular contracture baker grade IV." Device was explanted.